Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the revision procedure for ipg upgrade, the lead had contacts that would not work. It was unknown what happened to the lead. The physician decided to replace the lead and in doing so there was a dural tear and cerebrospinal fluid (csf) started to leak and was noticeable. The physician repaired the tear and a csf drainage was placed and relieved the pressure in the epidural canal. The lead was replaced and the patient was admitted to the hospital for the next 4-5 days for observation. Upon follow up on (B)(6) 2016 the patient was still in the hospital with a csf drain to relieve spinal pressure. On (B)(6) 2016 the patient was reportedly doing fine.